Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call to technical services on 1/9/13 states that the lead is possibly fractured. It was programmed unipolar with impedance of 180. Technical services states that there may be an insulation breech. At implant the impedance was 410. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).